Event description:
It was reported that a symptomatic patient presented in clinic during follow up with dizziness due to loss of av synchrony. Far field r-wave oversensing on the atrial lead was observed. Reprogramming the device was recommended.